Event description:
It was reported that a malfunction alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, was provided pump reset instructions, successfully reset pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction code occurred again.